Manufacturer narrative:
H3: product ID 97755-s lot# serial# (B)(6), was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that when getting the recharger it was hard to plug into the battery pack and took a long time to charge and got hot/burned. They called their manufacturer representative (rep) and they told them to call mdt and they talked to patient services (pss) and told them what was going on. They were sent a new charger and everything is working wonderful, no more getting hot or burning and charging quickly now.

Manufacturer narrative:
Concomitant medical product: product ID 97755-s lot# serial# (B)(6) implanted: explanted: other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) ubd: , UDI#: b3: date is approximate medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that the pt feels a burning sensation inside every time they charge, and charging was taking 3 hours. Pt started charging the ins in july. Pt got it down to 15 minutes and now pt was charging every other day. Pt was told by healthcare provider (hcp) to contact the manufacturer. Asked if hcp checked the ins? The hcp thought maybe there might have been fluid around the ins because it was draining. They took blood work, and everything looked good. But hcp did not give any answer why pt felt a burning sensation after they recharged. When charging pt did not wear the belt. Pt would lay in bed or sit in recliner. Pt tried charging without clothes in between and it was worse. Pt tried wearing a nightie and burning was still happening. Pt confirmed they had no marks on the skin and it was more of a feeling inside. Pt confirmed they were getting excellent recharge quality. Pt said recharger (rtm) paddle gets hot / very warm. A replacement rtm was requested.